Event description:
Patient had a right axillary impella 5.5 placed on (B)(6) 2026. The purge line on the device began to leak and was unable to be fixed. Due to the risk of sudden device failure, the company representative recommended replacement.